Manufacturer narrative:
Insulin pump received with no button response, due to corroded keypad traces. No button error alarm during testing noted. No moisture damage found inside the insulin pump. Insulin pump received with cracked battery tube threads, reservoir tube lip, belt clip slot and minor scratches on display window.

Event description:
It was reported that the customer had high blood glucose levels of 275 mg/dl. The customer treated with the insulin pump. The customer reported a button error alarm from the insulin pump. The customer also reported that the insulin pump might have been exposed to water. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.